Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On october 6, 2008, covidien was notified by distributor of a news media story which alleges that a customer experienced an adverse event after using an insulin syringe contained in a box of item 8881608040 (relion 1cc ins syr 31x5/16). The media story alleges that the box indicated that the syringes contained were 100u syringes; however, contained within there was a mix of 100u syringes and 40u syringes. The media story states that the customer did not detect this prior to use and as a result injected too much insulin resulting in a hypoglycemic response. Per the report, they attempted to counteract the hypoglycemia with candy and glucose without success. The customer was reportedly driven to the hospital and treated.